Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery is lasting less than a week and the insulin pump had a battery out and a failed battery test alarm. Blood glucose value was unknown. The customer stated that the battery was out of the device for less than 10 min. She declined troubleshooting for failed battery test. It was advised to monitor the insulin pump. The customer called back on (B)(6) 2017 and reported that the issues persisted even with the new battery cap. It was advised the insulin pump would be replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected weak battery, bad battery, low battery, battery out limit and failed battery test alarms during our testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.